Manufacturer narrative:
(B)(4). The analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge was received unfired. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a returned reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that, during an open enterectomy, the cartridge was not able to be loaded into the jaw at the fifth firing on the jejuna. The cartridge color was blue. Another device and cartridge were used to complete the case. There were no adverse consequences for the patient.